Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Customer complains of "lo" results. Customer's wife states her husband feels well and requires no medical attention. The customer's expected blood results are 60-80mg/dl fasting. Verified the strips expired 4/17/2017. Customer confirms the strips have been properly stored and were first opened 9/14/2014. Customer performed a back to back blood test and obtained an e-5 and "lo" not fasting. Reviewed meter memory: (B)(6). Customers concern: with all of the meter memory results reviewed. Customer called with a concern as her husband's meter has only read "lo". Meter does not have date and time properly set on the meter. Patient had been in a nursing home due to a stroke. Customer went to the hospital (B)(6) 2015 due to the "lo" result from the trueresult meter. At the hospital his result from the hospitals meter was 131mg/dl.